Event description:
It was reported that during a peripheral vascular treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous left radial vein. The 5.0mm x 40/40 sterling over-the-wire balloon catheter was delivered across the lesion and the first inflation was performed for 12 atms for 60 seconds. A second inflation was performed at 14 atms for 60 seconds. On the third inflation, the balloon ruptured at 14 atms. The procedure was completed with a different device. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).